Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the screws are stripped causing separation from the metal base. The root cause is being attributed to device wear from normal use and servicing. The black celcon impactor head component is intended to be replaced after heavy usage and the metal portion to be reused. The device is old (mfg 2004) and has been subjected to heavy usage. Based on the determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of impactor after short time of use. No part remaining in patient.